Event description:
Boston scientific crm received information from an implant form that this right ventricular (rv) defibrillation lead was explanted due to lead dislodgement. The dislodgement occurred during a CT procedure and required surgical intervention to resolve.

Manufacturer narrative:
The rv defibrillation lead was returned severed (14cm from the is-1 terminal pin). Only the proximal segment of the lead. Therefore examination of the distal segment (including the helix) could not be undertaken. There were no adverse event reported.